Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction hose wall connector was replaced, and the unit was returned to service.

Event description:
The hospital reported the suction hose would not stay connected to the wall, preventing fluid suction. There was no report of patient involvement.